Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aneurysm enlargement of 6mm and an additional endovascular procedure is confirmed. The indeterminate endoleak, determined to be type ii endoleak of the lumbar arteries and inferior mesenteric artery, is also confirmed. The type ii endoleak of the lumbar arteries and inferior mesenteric artery are anatomy-related. No procedure-related harms were identified. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2022, with the implantation of an alto abdominal stent graft system. On (B)(6) 2025, a clinical study reported an increase in aneurysm size from 89 mm in (B)(6) 2023 to 95 mm in (B)(6) 2024. To address this, a selective angiogram of the superior mesenteric artery (sma) was performed, followed by embolization to treat an endoleak of indeterminate origin. The aneurysm sac was injected via the inferior mesenteric artery and embolized using multiple ruby standard and packing coils. Additional embolization of the inferior mesenteric artery was performed with several coils, and nitroglycerin (300 mcg total) was administered into the inferior and superior mesenteric arteries. The final patient status remains unknown. The final patient status was not made available to endologix.